Event description:
It was reported to nova biomedical that a consumer received high readings throughout the evening hours. The consumer administered unknown amounts of insulin after each result based on the readings. The consumer experienced a hypoglycemic event requiring medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test her test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The test strips used in the event will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of the investigation, a follow-up report will be filed.